Event description:
The customer's wife stated that the customer was hospitalized twice due to hypoglycemia. The customer's wife stated that the customer changed his infusion set in the morning, and that afternoon the customer was hospitalized. Troubleshooting was performed and it was found that the customer had delivered a 25 unit fixed prime after inserting the infusion set. After the customer left the hosp in the afternoon, he changed his infusion set, and again he delivered a 25 unit fixed prime after inserting the infusion set. The customer again had to be hospitalized, due to hypoglycemia. The customer was assisted with changing the fixed prime to the proper amount, 0.5 units. All other programming on the insulin pump was correct. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.